Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within expectation. The alarm trace from the device does not indicate any issue with the system or samples at the date and time of sample measurement. There is no indication of any issue with the reagent, calibrator, or system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received questionable results for two patient samples tested for total (free + complexed) psa - prostate- specific antigen (tpsa). Of the two samples, one was found to have an erroneous result. The sample initially resulted as <0.007 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The physician questioned a different sample, so this sample was also pulled to repeat. The sample was repeated on (B)(6) 2013, resulting as 5.87 ng/ml. The repeat value of 5.87 ng/ml was believed to be correct and it matched the patient's previous value of "around 5 ng/ml" from two months ago. It is not known if the patient was adversely affected by the event. No adverse events were alleged. The tpsa reagent lot number was 16644201 with an expiration date of 03/31/2013. The field service representative determined that the measuring cell was faulty. He replaced the measuring cell. The customer ran calibration and quality controls with no errors generated. The system performs within specifications and customer expectations. Precision testing was performed.